Event description:
The patient received two percutaneous leads (from the same lot) as part of her scs trial system on (B)(6) 2012. It was reported, the patient developed symptoms of a cerebrospinal fluid leak. The patient had severe headaches and began vomiting approximately 2-3 days postoperative. The patient's leads were removed and she was treated with antibiotics and intravenous medication. Follow-up identified the patient's symptoms had subsided.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.